Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was given oral antibiotics for the erosion. After the erosion the pump was placed on the other side. The placement had gone well with no issues.

Event description:
The patient had a wound over the pump. There was drainage/incisional wound opening at the pump pocket. The old dacron pouch in the pocket was coming up through. The pump pocket was eroding exposing the pump. The pump was removed and a new pump was implanted on the other side. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.